Event description:
It was reported that the infusion set was leaking at the headset resulting in elevated blood glucose levels. The insulin leaks after 2 hours of use when delivering a bolus. The patient always noticed the cannula was bent when removing the head set. This issue occurs daily. It is unknown how many infusion sets were defective.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.